Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894873 and gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day the patient experienced peritonitis. The patient was treated with unknown antibiotics (dosage, frequency, and route not reported). The cause of the peritonitis was determined to be a lack of fluid in the peritoneal cavity that happened on an unreported date. The patient was discharged after four days of hospitalization. The patient recovered from this event. Additional information was requested but is not available. This is report 3 of 3 for this event.